Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient was previously treated with a variable angle locking compression plate (lcp) curved condylar plate for open reduction internal fixation on an unknown date at an unknown hospital. Follow-up x-rays on an unknown date showed the distal variable angle locking screws were backing out of the plate. Patient was sent to (B)(6) hospital for revision surgery. Open reduction internal fixation revision surgery was successfully performed using a lcp (locking compression plate) condylar plate. This report is for an unknown screw.